Event description:
A report was received that during a lead revision surgery, it was discovered by the physician that the pt's lead had one contact that had high impedances. The physician replaced that lead with a new lead and the pt is reportedly doing well.